Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device replacement for normal eri, fluoroscopy revealed lead externalization. A new rv lead implanted and the old rv lead was capped.